Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed, indicating that the insulin pump had experienced an unexpected restart. The customer stated that the insulin pump did not show anything on the display and could not get the battery cap off. He did not know the blood glucose reading. He noted that the reservoir was low, as well as the battery, and decided to change both at the same time. He stated that, for some reason, he decided to remove the battery during the rewind and he had inserted that battery, but for some reason he was unable to get the battery to go down; he later discovered that he had put the battery into the wrong slot. After inserting the battery correctly, he received the alarm. He was assisted with resetting the date and time and was walked through the priming process. He advised that he would monitor the device. Nothing further reported.